Event description:
Initial vancomycin result of 1.8 ug/ml. Same sample repeated gave result of 32.8 ug/ml. Initial result was not reported. Two additional occurrences were noted to have occurred some time in june, however, data for these occurrences was not provided. The field service representative was unable to determine a cause for the discrepancies.